Manufacturer narrative:
Correction information sections: e.1, e2, & e.3. Additional information: d.9. The recipient reportedly elected revision surgery for a technology upgrade. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold in the fantail region. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. Some of the impedance values were out of range due to the electrode condition. The device passed the electrical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.